Manufacturer narrative:
The t:slim x2 g5 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. A syringe needle change was performed resolving the issue. Customer's blood glucose ranged from 100-150 mg/dl. Reportedly, the customer uses admelog insulin within their cartridge.